Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) medical devices online database: "f26 - no health consequences or impacte2401 - insufficient informationf24 - insufficient informationa26 - insufficient informationa041001 - material puncture / hole." No other information regarding the event was provided.